Manufacturer narrative:
(B)(4). Batch # t5ap17. Additional information was requested and the following was obtained: when the firing knob was detached from the device, did it fall into the patient? [No it didn't not fall into the patient ] if yes, was it retrieved? Will it be returning with the device for analysis? [Detached firing knob was returned together with the anvil half and the cartridge half for analysis.] Device evaluation summary: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the proximal 45 drivers up and the remaining drivers were down with staples present; the swing tab in the locked position. No functional test could be performed due to the condition of the device. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that dr. Was performing closure of ileostomy. The device performed normally during the first firing; half way through the second firing, the firing knob was detached from the device and had to be manually retracted. A new device and reload were opened to complete the rest of the firing. The procedure was successfully completed with no patient consequences reported.